Manufacturer narrative:
The analysis of the gantry motion controller was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that multiple errors were observed against the gantry motion controller in the logs and that the pendant was intermittently responsive. To resolve the reported issue, the motion controller and pendant were replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect pendant has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system would open intermittently when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the suspect pendant was completed by medtronic personnel. Testing found that wear was present on the touch pad. The pendant functioned as designed when installed into a known operational imaging system.